Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial#: (B)(4), implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4). Note that information contained in this report references previously reported events in regulatory report #3004209178-2018-12297. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of cervical/neck stimulation. It was reported that the patient had a loss of stimulation. After testing impedances four contacts were out of range. No external factors were noted other than normal use. An x-ray was completed. The rep attempted to reprogram the patient, but was unsuccessful. There is surgical intervention planned. No further complications were reported or anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the contacts had high impedances. No surgical intervention has not yet occurred. No further complications were reported or anticipated. Additional information was reported that the patient is seeing settings not available (oor). The rep reports that "the patient would be able to give the patient paresthesia, but when the patient is using stimulation she would encounter oor". The patient would perhaps decrease their stimulation, and then she can't increase stimulation. The rep said there is known impedance issue prior to going into the case, but the healthcare provider (hcp) didn't have authorization to address the issue in surgery. The rep was not able to say what impedances is like other than they are all "red". It was review with the rep that what the tablet programmed can be different than what the system is actually capable of delivering, in terms of the sustained level of stimulation. No further information was reported.

Manufacturer narrative:
Product ID: 3998, serial# (B)(4), implanted: (B)(6) 2003, product type: lead; product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they saw the patient at her follow up appointment and the impedances were high at that time. The rep reported that the physician was in the process of scheduling the patient for a lead revision to resolve the issue. The rep reported that the as far as they knew the patient was receiving stimulation on one effected side of her body but not the other. No further complications were reported.